Manufacturer narrative:
Additional information for b5: the cause of the peritonitis was unknown. Three days after starting antibiotic treatment, it was discontinued. The patient's pd catheter was removed due to re-occurring peritonitis and the patient is doing hemodialysis (twice a week). On an unknown date, capd therapy was discontinued. Re-catheterization will be done after one month. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced relapsing peritonitis which was manifested by cloudy effluent . The cause of the event was unknown. The same day as event onset, the patient was hospitalized and began treatment with injection vancomycin (1gm, intraperitoneal, every 72 hours, ongoing) and injection ceftazidime (1gm, intraperitoneal, in night bag daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.